Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an unknown procedure, the quantum 2 controller showed an e8 error. It is unknown how the procedure was completed since a back-up device was not available, and additionally a delay greater than 30 min was reported. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus functional testing could not be performed. A relationship was found between the returned device and the reported incident. A visual inspection of the customer provided image showed a e8 error on a quantum screen. A review of the device history records for the reported device showed there was a ncr associated and relevant to the complaint. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a power surge in the controller or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.